Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and active current measurement. No display anomalies noted during testing. Unexpected pump error 75 alarmed during self test and pump error 68, pump error 49, pump error 23 alarmed during battery change due to corrosion on all electronic assemblies. The device was received with high sleep current measurement due to corrosion on all electronic assemblies. Unexpected pump error 25, replace battery alert and replace battery now alarmed while monitoring and the power management graph indicated corrosion on all electronic assemblies. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank, even after battery change. Customer's blood glucose was unknown. Customer was advised that insulin pump would be replaced.